Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for chronic low left ventricular lead impedance. The alert for low impedance was turned to observation only. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.